Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's right hip was revised due to trunnion wear and metallosis. Intra-operatively, liner wear was also noted. The stem, head, and liner were revised.

Manufacturer narrative:
An event regarding fretting and crack/fracture involving a lfit v40 cocr head that was mated with an accolade stem was reported. The events were confirmed. Method & results: product evaluation and results: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. The device fractured in overload at the point of wear. This has been documented as part of a CAPA. Clinician review: no medical records were provided for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to trunnion wear and metallosis. The event was confirmed. Mar not performed as this has been documented as part of a CAPA. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. No further investigation for this event is required at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to trunnion wear and metallosis. Intra-operatively, liner wear was also noted. The stem, head, and liner were revised. Update: patient called and reported revision due to pain.